Manufacturer narrative:
A review of complaint and trending data for replacement of the waste pump, external for ia instruments, grey identified no issues or trends. A review of tracking and trending data in the product monitoring review for architect systems found no similar issues of injury associated with either the external waste pump or the analyzer. A review for similar complaints since june 2011 identified no additional complaints related to injuries sustained during installation of an external waste pump. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During the installation of the architect ci4100 the service technician cut his middle finger on his left hand with a utility knife. The incident occurred while the technician was cutting the tube going out of the architect i1000sr analyzer to the appropriate length. The service technician went to the emergency room and a compression bandage was applied and was given wide coverage antibiotics and pain medication.